Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the application was slow. A technical support specialist (tss) checked the station in remote smart service (rss) and noted that it had not been restarted for an extended period. Tss requested that the station be restarted, and the case was closed per customer request. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es anes-or4 experienced issues when executing commands, with the application running slowly and sluggishly. The customer performed a reboot and restart of the device, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.